Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred using multiple cartridges. Reportedly, customer was not outside of the labeled operating altitude range. Upon follow up, customer reported debris was in the speaker holes and upon removal, altitude alarm cleared. Customer's blood glucose was 144 mg/dl.